Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 460 mg/dl. Customer's parent stated that the insulin pump stopped insulin delivery during the night and the customer's blood glucose went high. The customer's parent did not mention what kind of treatment was administered to the customer while in the hospital. The customer was not wearing the insulin pump during the hospitalization for less than 48 hours. Customer's parent also reported that a no delivery and a motor error alarm was found in the insulin pump alarm history. During troubleshooting, the customer's parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer's parent was advised to monitor customer's insulin pump and blood glucose and call back if issue persists. The insulin pump will not be returned for analysis.